Event description:
It was reported that during a routine follow up, inappropriate auto mode switch episodes, due to far p wave oversensing was noted on atrial channel. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.